Event description:
It was reported that the customer's insulin pump had something colorful leaking from where the reservoir goes in. Her blood glucose level was 120 mg/dl. The sensors were not working properly. Her blood glucose levels were running high. The silhouette wire was black. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.